Event description:
It was reported that the customer had high blood glucose levels ranging from 350 to 425 mg/dl. Customer was in the middle of the third day for his infusion set. After he ate and bolused, his blood glucose level did not come down. Customer treated with a manual injection and changed the infusion set, but was stilling running high. Customer had symptoms including headaches, fatigue, frequent urination, and a bad feeling. Customer ran a manual prime and the insulin did exit the tubing. Pump passed the priming and high pressure tests. Customer was advised that the pump was working as designed. Customer stated that the site was irritated. Customer as advised to change the entire set, reservoir, and insulin. Customer has an inch of subcutaneous tissue where he inserts. Customer called back because the customer was not getting insulin. Customer was using a new bottle of insulin. Customer was advised to contact their health care professional. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.